Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level at the time of incident was 146mg/dl. The customer states they had large air bubbles. Troubleshoot was conducted and the customer could not get bubbles out. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.